Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.2 kept failing. A field service engineer (fse) replaced the drawer control board and retractor band on main half- height (hh) drawer 3.2, as well as on main half-height (hh) drawer 3.1. The customer successfully recovered the failed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3.2 failed, which located on ojaimedes. The customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex c codes. Correction: section d medical device model, unique device identifier (UDI), section e initial reporter phone and initial reporter occupation, section g manufacturing location. The reported condition of "main drawer 3.2 keeps failing after multiple recovery attemps" was confirmed by the fse and subsequently validated during the dchu testing process. According to work order (wo) (B)(4): the customer reported that the field service engineer (fse) replaced the drawer control board and the retractor band on main hh drawer 3.1 and performed the same replacement on main hh drawer 3.2. As a result, the rx recovered the failed drawer successfully. During dchu visual inspection p/n 151622-01: the parts showed no signs of physical damage, fluid ingress, loose or missing components. P/n 353844-01: was received with copper strands in contact with adjacent copper strands and black markings. During dchu testing: p/n 151622-01: both boards passed the dmm and hta testing. P/n 353844-01: no further testing was required due to thermal damage found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "main drawer 3.2 keeps failing after multiple recovery attemps" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.